Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to complete a boot cycle. The device would continuously reboot itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was sent a replacement device. Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to user error. The user did not follow the instructions for properly performing a software upgrade on their device. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to complete a boot cycle. The device would continuously reboot itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.